Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose was 560 mg/dl, and lab was off by 200 mg/dl within 10 minutes, with a difference of more than 20%. Patient did not experience any adverse events. No further information has been reported.